Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s buttons were hard to push, sticky, or sometimes unresponsive, insulin pump battery life was diminished, insulin pump reject new battery, insulin pump had scratches or damage on screen, rainbow effect on screen and insulin pump had unexplained or random no delivery alarm. Customer's blood glucose value was unknown. Customer declined helpline portal. The device will not be returned for analysis.